Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 11, 2023.

Manufacturer narrative:
This report is submitted on june 19, 2023.